Event description:
The pump was returned to animas for the load step stopping short. Investigation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
Follow-up # 1 (B)(4). The product was investigated on (B)(4) 2012 with the following findings: a rewind, load, and prime sequence were performed with no issues. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. (B)(6).